Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm during basal. The customer also reported that a piece of the reservoir compartment was broken off and sticking out. Blood glucose level was 503 mg/dl at the time of the incident, which was treated with manual injections. Blood glucose level at the time of the call was 297 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with no excessive no delivery alarm during our testing. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The insulin pump has minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads, broken reservoir tube lip and cracked case at the reservoir tube window corners.